Manufacturer narrative:
The field service technician was not able to confirm the reported event of sparking. The unit was returned to service.

Event description:
It was reported that the rover sparked when it was plugged in. This event occurred during docking. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the rover sparked when it was plugged in. This event occurred during docking. There was no patient involvement and no adverse consequences associated with this event.